Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were not working. The reporter stated that the buttons were taking multiple presses and had a delayed response. The reporter stated that the issue was first noticed 6 months prior and was worse. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was confirmed to be intact. The keypad buttons were tested and confirmed to be responding appropriately. The keypad was removed and no button contact defects were found.